Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received a motor error alarm. Customer's blood glucose was 9.8 mmol/l. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. It was reported that insulin pump was placed on bed next to MRI machine. After troubleshooting, caller was advised that insulin pump would need to be replaced.